Event description:
A patient returned to the hospital on (B)(6) 2023 following an atrial fibrillation procedure for a second drainage due to a tamponade in the left side of the heart. However due to the effusion being located on the left side of the heart the patient was taken to thoracic surgery for drainage. The initial procedure took place on (B)(6) 2023, and a tamponade was diagnosed the day after by an echocardiogram, which required drainage. It is unknown when the tamponade occurred during the procedure, there were no patient symptoms, and no alleged issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. However, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. Review of the device history record was not possible as the lot number is unknown. The cause of the reported tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3005334138.